Event description:
Event description boston scientific crm received information that this right ventricular lead became dislodged, secondary to twiddler's syndrome. During the revision procedure, the lead was explanted and successfully replaced.